Manufacturer narrative:
On may 20 2022, additional information was received indicating the date of event was nov 22 2022. The impacted side was identified as the left side. The impacted product serial number was confirmed as (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. FDA correction/removal reporting no.: (B)(4). Non-conformance's were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation with a saline mentor smooth round high profile 330cc breast implant and experienced anisomastia (side unknown) post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both device serial numbers were reported (B)(4) but it is unclear which is the impacted product. If additional information is received, a supplemental report will be submitted.